Event description:
The customer reported that the fiber on his olympus 200 micron tfl single use fiber caught fire during a cystoscopy procedure, right ureteral stent removal utilizing a basket technique for extraction. The fiber was visualized when passed to the field, and no obvious signs of damage were noted. The laser setting was set to 'dusting'. Continuous irrigation was noted. The physician was looking at the stone on the monitor when the fiber caught fire. A crack was present approximately 10cm from the hub. A second fiber was used to complete the procedure. There was a minimal delay (less than 5 minutes), with no changes to the patient's health or overall treatment course. Additionally, neither the physician or the staff were harmed during this event. This report is for the laser console. The fiber was reported on the medwatch with patient identifier (B)(6).

Manufacturer narrative:
The subject device was not sent to olympus for evaluation. Based on the results of the legal manufacturer's investigation, it is likely the laser console had nothing to do with the failure of the surgical fiber. However, a definitive root cause of the reported issue could not be identified. A review of the device history record is in progress. When additional information is available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, this event was likely due to the fiber being over-flexed near the fiber relief resulting in a crack in the fiber. When the laser was fired, laser energy escaped the fiber and ignited the fiber jacket resulting in the fire/smoking seen in this event. The laser console for this device most likely did not malfunction but did provide the energy to escalate the fiber break to a fire/smoking. Based off the information from this device investigation, several applicable points from the instructions for use could prevent this incident in the future. The minimal bend radius for 200micron fibers is 7mm and these fiber cannot be bent in a tighter radius than this. Additionally, visually inspect the entire length of the fiber for flaws, or defects before use. Olympus will continue to monitor field performance for this device.